Manufacturer narrative:
The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. Without product evaluation no conclusion can be drawn as to the cause of the physician's difficulties. The exact root cause of the event cannot be determined but based on review of historical complaints database it is likely that the bypass tube shifted from it manufacturing position either due to improper opening of the aluminium pouch or mishandling after opening. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found four similar reports with the involved product code/lot# combination. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the bypass tube was already detached. The following information was provided by the user facility: when the component was unpacked to be used, the bypass tube was already detached; the device was not used; a new angio-seal device was used to continue the procedure; the physician had completed the training process on the device prior to this case; the device was unpacked by fully opening the foil pouch on a clear and flat surface all the way from the arrow side to the end; (6) hemostasis was successfully achieved with the second device; there was no other devices or equipment used with the product; and it was reported there was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the competed investigation results. There is no evidence that this event was related to a device defect or malfunction. With no device return the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.